Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was programmed around oor (out of range) contacts. The patient was reprogrammed around the oor contacts. The cause was unknown. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 3778-45 serial# (B)(6) product type lead product ID 3778-45 serial# (B)(6) product type lead product ID 3550-39 serial# unknown product type accessory product ID 3550-39 serial# unknown product type accessory h3: the 3778-45 lead, serial # (B)(6), was returned for product analysis. Analysis revealed that the {x} conductor(s) was/were broken in the body of the lead within 10 cm of the connector area. Analysis identified that the {x} connector(s) was/were corroded on the proximal end of the lead. Analysis identified environmentally assisted degradation of the insulation at the proximal end of the lead. H3: the 3778-45 lead, serial # (B)(6), was returned for product analysis. Analysis revealed that the {x} conductor(s) was/were broken in the body of the lead within 10 cm of the connector area. Analysis identified environmentally assisted degradation of the insulation at the proximal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-jan-29: additional information was received from a manufacturer representative (rep). The rep reported that the ins was going to replaced for pt. Pt said "coverage was not the same." Rep reported the patient experienced loss of stimulation and shock. Impedances checked upon initial reports of loss of stimulation. The leads appeared fractured upon revision/replacement, they attempted to reprogram but most contacts were out of regulation (oor). System was replaced; cause of issue is unknown. 2024-feb-09: additional information was received from a manufacturer representative (rep). The rep reported that they met with the patient there was a stimulation issue, that's what warranted the meeting. Pt may have mentioned something like stimulation was gone. Upon checking the device, oor was noted, and patient was programmed around the oor; there was a lot of oor, and due to that programming the stimulation was a challenge. Patient also may have used the terms stimulation/shocking interchangeably. Rep was not sure if patient specifically said shocking nor was rep sure that pt said they lost stimulation or were having stimulation issues due to the oor. Rep looked up patient's notes and stated she does see 40000, avoid on 2, further reported 40000 on 2, 3, 5, 6, 7, 9 10, 11, 12, 13, 14 and 15. Contact 8 is the only good one.

Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads. Product ID: 3778-45, serial# (B)(6), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-45, serial# (B)(6), implanted: (B)(6) 2008, explanted: (B)(6) 2024. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: see code update. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the customer discarded the battery; the leads were returned.

Manufacturer narrative:
G2: aware date is being corrected from the previous rr, (B)(4), that was submitted. Correct date 29-jan-2024. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.